Manufacturer narrative:
The reported observation of ¿no ipg communication¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state correlated with the reported MRI. The diagnostic logs confirmed the device had not been placed in MRI mode. The event details stated: the patient had an MRI. Based on the diagnostic logs the therapy delivery log showed therapy had been turned on 1/21/2019 using a programmer and then turned off on 2/19/2019 using a programmer. The therapy delivery log also showed the program was changed from program #1 to program #2 on 1/2/2019, which aligns with the program change log. The last daily battery log entry occurred on 2/19/2019, which correlated to when the device enters the service application state. The magnet log showed the bluetooth (ble) was reset on 2/19/2019 by applying a magnet.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an MRI and the ipg would not communicate after. MRI mode was switched on before the procedure and was turned off after the procedure. Troubleshooting was attempted by resetting the bluetooth chip, but it was not successful.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.